Event description:
Discrepant advia centaur xp multiple infectious disease assay results were obtained. The initial results were reported. Upon repeat on a second system, correct results were sent out. There was no pt intervention or report of adverse health consequence, due to the discrepant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was the presence of particulate matter in the lower wash manifold. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.